Event description:
Event description cpi received information that this large patch lead was capped. During a routine replacement procedure of an implantable cardiovertor defibrillator (ICD) a lead fracture was found. A new lead and ICD were implanted.